Event description:
It was reported that prior to starting a da vinci cystectomy procedure, the customer noted that the fenestrated bipolar forceps instrument wire was protuding out near the instrument tip. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other cable damage was found. An additional observation not reported by the site was scratches on the surface of the distal pulley. Another observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. An additional observation not reported by site was bent bipolar pins. The bottom pin was bent upward towards the top pin behind the housing. Chassis is still attached. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube and/or pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.